Event description:
At the beginning of a laparoscopic procedure, trocars were prepared for insertion into the patient. The blade did not retract as it is supposed to, and the surgeon was cut on the middle finger of the left hand.